Event description:
A lab reported discrepant pt results on the suspect device when compared to a reference method. Level 1 and level 2 controls were in range on the device. Example results were given as - device 3.8, lab 2.2; device 3.9, lab 3.0; device 5.7, lab 3.3; device 4.8, lab 3.3; and device 6.0, lab 3.7. All results are measured in inr units. Pts were treated based upon the lab results.